Manufacturer narrative:
The insulin pump was unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. Motor passed motor test. Analysis was unable to perform no delivery test due to prime and fill anomaly. The insulin pump was received with stripped battery cap coin slot, broken belt clip slot, cracked battery tube threads, reservoir tube lip, scratched lcd window and case. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a motor error alarm during bolus delivery. The customer reported that the battery cap was stripped. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer's blood glucose was 503 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer stated that they were able to rewind the insulin pump. The customer performed displacement test and self test. The customer stated that the insulin pump passed both displacement test and self test. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.